Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod on the arm between 24 and 36 hours. The pod was leaking insulin and the infusion site was itchy. Symptoms reported include throwing up, emotional changes, irritable, shakiness, hunger and thirst. The patient was treated with insulin, an unspecified intravenous solution to reduce ketone levels, and medications for pain, nausea and anxiety. The patient was discharged on the same day.